Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and chronic low back pain. It was reported that the patient¿s first device failed on them ¿so long ago¿ and stopped helping symptoms. The patient reported that it had worked so well that they didn't need to take pain medications, but then it failed. The patient did not specify which device failed on them. No further complications are anticipated.